Manufacturer narrative:
H11: internal complaint reference: (B)(4). Corrected data: b1 and h1 and h6. H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of the material specifications found that no burrs, cracks, or contamination is allowed. A certificate of conformance must also be provided. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If any additional information related to this event is received in the future, this investigation will be reopened for further assessment.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10: h3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during an all/lateral tenodesis repair, when the twinfix ti anchor was tapped into the bone with a mallet to break the cortex of the bone before screwing it, it broke off at the distal tip, specifically, at the end of the anchor and the edge where the eyelid meets with the anchor. The broken off anchor was left in the bone since it did not cause any harm to the patient or their recovery. Surgery was completed with a back-up device instead. There was no surgical delay, and no further complications were reported.

Manufacturer narrative:
H10 h3, h6 the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The sutures are still on the device, run through the cannula, but untied from the cleat. The threads of the anchor are fractured from the eyelet of the anchor. The sutures are still run through the eyelet which is seated in the insertion device. No functional testing can be conducted since there is damage hindering the inspection/evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specification found that no burrs, cracks, or contamination is allowed. A certificate of conformance must also be provided. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use). Based on this investigation, the need for corrective action is not indicated.